Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and no non-conformance's were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump did not alarm. They did not provide more specific information or say what alarm had failed. Mmd made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. They did state that the complaint had occurred during testing and did not affect a patient. [Complaint: (B)(4)].